Event description:
On 3/18/99, the facility's mgr informed the MFR's sales rep of the following: the device catheter sheared. X-ray revealed that the catheter was found to be in the right ventricle. The catheter was successfully removed. The device and portion of the catheter is scheduled to be returned to the MFR's for analysis. No further details were provided.